Manufacturer narrative:
The reported events of lead dislodgement, r wave amp variation and failure to capture were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing, visual inspection, and x-ray of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented during post-operation check. Upon interrogation it was noted that the right ventricle lead exhibited r wave sensing variation and failure to capture. Further investigation noted that the right ventricular lead was dislodged. The reported lead was explanted and replaced on (B)(6)b 2024. The patient was in stable condition.